Manufacturer narrative:
The event is considered misuse. End user was using convex product with presence of grapefruit size hernia. Per the IFU, convex products are contraindicated in patients with firm hernia. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.

Event description:
A long-term user for over forty-two years, who is a colostomate, reported the new onset of an ulcer around the twelve to one o'clock location peristomally, above the stoma. It was first noted on (B)(6) 2024, during a pouch change. At the time of identification, the consumer reported the area was tender and noted some drainage from the area. The consumer advised that he notified his local primary care provider (pcp), who did not assess in person but was provided a photo. The consumer reported being treated with antibiotics, including seven to ten days of cephalexin. When the area had not improved significantly, he reached out to the health care professional (hcp), who prescribed a second week of amoxicillin. The wound had improved but did not resolve completely. He denied wound culture. The customer treated the wound locally with crusting using the company's protective powder and an unknown skin barrier wipe. He was recently prescribed mupirocin 2% for topical use by his pcp but had not yet initiated it due to concerns about seal impacts the customer advised that the wound appeared to be improving but shared that over the three to four weeks, it would get better and then seem to reopen. A hernia of a grapefruit size was reported to be present in the peristomal field, with the abdomen firm and rounded, and the stoma protruding. Education was provided on suspected pressure-related impacts, and it was recommended to discontinue the use of the current firm convex wafer. No photo is available at this time.